Event description:
On the 15th, the nurse for 02 bed (B)(6) child for intravenous needle puncture, into the needle before the operation in a hurry did not carefully check the needle, into the needle to puncture the skin layer, feel the tip of the needle is not too sharp to send the needle process is not smooth, the child complained of pain, the needle cavity back to the blood is good, after pulling out the hard core of the needle, no abnormality was found, 5 ml of saline to flush the tube is smooth and did not seepage, but the patient has been complaining of pain, the nursing team leader was asked to check, and found no abnormalities, but for safety purposes, pulling out the tube found to be broken at the front end of the tube hilotropin and lidocaine ointment external application. However, the child kept complaining of pain. For safety reasons, she pulled out the hose and found that there was a breakage at the front end of the hose, so she reported to the head nurse of the department, and was given hilotropic topical application and lidocaine ointment topical application. Half an hour after the treatment, the pain was relieved and there was no localized redness or swelling. The anterior end of the hose was re-examined and found to be slightly defective.

Manufacturer narrative:
Based on device history record review, no abnormality was observed during the production of the affected batch. No photo/sample was received for further investigation. Root cause could not be determined. As current controls, there are outgoing and hourly in-process visual inspections in place to check for cannula and catheter tip damage. There is also a daily outgoing functional test in place to check for cannula and catheter tip penetration force.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd insyte-w winged yel 24ga x 0.75in had catheter tip integrity issue on the 15th, the nurse for 02 bed (B)(6) child for intravenous needle puncture, into the needle before the operation in a hurry did not carefully check the needle, into the needle to puncture the skin layer, feel the tip of the needle is not too sharp to send the needle process is not smooth, the child complained of pain, the needle cavity back to the blood is good, after pulling out the hard core of the needle, no abnormality was found, 5 ml of saline to flush the tube is smooth and did not seepage, but the patient has been complaining of pain, the nursing team leader was asked to check, and found no abnormalities, but for safety purposes, pulling out the tube found to be broken at the front end of the tube hilotropin and lidocaine ointment external application. However, the child kept complaining of pain. For safety reasons, she pulled out the hose and found that there was a breakage at the front end of the hose, so she reported to the head nurse of the department, and was given hilotropic topical application and lidocaine ointment topical application. Half an hour after the treatment, the pain was relieved and there was no localized redness or swelling. The anterior end of the hose was re-examined and found to be slightly defective.